Manufacturer narrative:
The assignable cause of the higher than expected quality control and patient results was user error. The affected results were obtained from a user calibration where the customer manually enters calibration parameters. It is likely the customer entered inappropriate calibration parameter values, however, as the customer did not provide the manually entered calibration parameters upon request, this could not be confirmed. There was no indication vitros 5600 system or the vitros vanc reagent lot 2514-35-5932 malfunctioned. Vitros gent and vanc within-run precision testing, which is performed to assess instrument and reagent performance respectively, were acceptable. Acceptable vitros vanc reagent lot 2514-35-5932 performance was obtained after the customer performed a calibration of vitros vanc reagent lot 2514-35-5932 on the vitros 5600 system.

Event description:
The customer obtained higher than expected results on a patient sample and a quality control sample using vitros vanc reagent on a vitros 5600 integrated system. Mas lot lia2004 l1 vanc (lot 2514-35-5932) results of 15.51 and 15.21 ug/ml vs. An expected result of 6.55 ug/ml. Patient sample 1 vanc (lot 2514-35-5932) result of 18.29 ug/ml vs. The expected result of 7.78 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros vanc patient sample result was not reported from the laboratory and no other vitros vanc patient results were questioned. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).